Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing shocking sensations at the pocket site. No impedance issues were found. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.